Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of refz3311 showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in malaysia.

Event description:
It was reported that nurse accessed chemoport with huber plus and flushed with normal saline from the main hub. There was leaking from y-connector hub. Nurse de-accessed chemoport and opened a new box of huber plus to continue treatment.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a leak at the y-site hub is confirmed but the exact cause is unknown. One huber plus 20 ga x 1 in infusion set device was returned without product packaging. An inspection of the device revealed the y-site hub to contain an oval shaped deformation. The proximal hub was flushed with water and a spraying leak emanated from the y-site hub. Microscopic observation of the y-site revealed a gap between the blue valve and white housing due to the deformation. The condition of the tray packaging is unknown; however, exposure to heat appears to have affected the warping of the hub. This type of damage can occur from prolonged exposure to excessive heat, and the damage was most likely associated with shipping or environmental conditions outside bd control. Since the warped hub was found to be the cause of the leak, the complaint is confirmed; however, the exact source of the damage remains unknown. A review of the manufacturing records did not reveal any evidence to suggest a manufacturing-related root cause. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that nurse accessed chemoport with huber plus and flushed with normal saline from the main hub. There was leaking from y-connector hub. Nurse de-accessed chemoport and opened a new box of huber plus to continue treatment.